Manufacturer narrative:
The technician found the bolt and nut missing from the side rail latch plate. The technician replaced the hardware to repair the bed.

Event description:
Information received indicates the right side rail is not latching.